Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address luxation of the articular surface one (1) day post-operatively. The luxation reportedly occurred on the same day as the initial procedure and the articular surface was exchanged the following day. Initial operative notes noted that the 16mm articular surface was a little large, but opted to use as good stability and extension/flexion was achieved. No intraoperative complications were noted. Revision operative notes noted the articular surface was loose and easy to lift out. At the posterior tibial condyle, tight soft tissue and meniscus remnants were identified that may have been pressing it out. It could not be determined whether it was properly fixed prior to insertion. No intraoperative complications were noted.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - persona medial congruent articular surface left 16mm catalog #: 42512100916 lot #: 66682735, persona cemented stemmed tibial component left size g catalog #: 42532007901 lot #: 66737615. G2: foreign - event occurred in norway. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.